Event description:
It was reported that the patient was having device problems. The patient fell last week and was in pain and the onset was sudden. The patient turned the stimulator off and it still hurt. It was later reported that it was unknown if there was a 50 percent or greater symptom reduction. None of the components were involved in the event and the system was ok on interrogation. The patient fell and had mental status changes. The patient was programmed on (B)(6), had a low battery, and otherwise was negative. The action taken to resolve the issue was that a foley catheter was placed for increased post-void residual (pvr). The cause of the event was not determined and it was not device related. The patient was not recovered with symptoms or an issue ongoing that were not related to the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3093-28, lot # v330973, implanted: (B)(6) 2009, product type lead. (B)(4).